Event description:
Per information provided: (B)(6) 2019 - patient was diagnosed with hernia, thereby underwent repair with implant of bard flat meshes (device 1 and 2). (Note: there is no operative notes provided for this procedure) (B)(6) 2019- patient was diagnosed with pain, thereby underwent open repair. Per op notes, ¿the wound was noted near the mesh and it was painful. Yellow drainage observed in that area near the mesh. The wound was cleansed and no leak found¿.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.